Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1 of 5. The rn stated the patient had not disconnected since the start of therapy. The rn stated she checked all connections and could not find any source of any leak. The rn confirmed that there was air in the patient line. The technical service representative (tsr) assisted the rn to cycle power to clear the alarm. The rn confirmed she closed off the transfer set and would call the peritoneal dialysis nurse to come disconnect the patient and remove the cassette. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During routine testing of the device at the service center, the service technician reported that the front cover was broken. No other details regarding the nature of the event were provided. Since this event occurred during routine testing of the device, there was no pt involvement during this event.